Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the fax had quoted the patient as saying she had ¿too much medication and all sorts of problems¿ on (B)(6) 2018. The hcp had not seen her and was unaware of these issues. The patient had some issues back in the fall and the doctor had decreased her pump by 5%. The patient was unhappy with that, but did not state that she had any issues at that time. Since then she'd been in the process of finding another doctor. The hcp called the patient on (B)(6) 2018 and asked about this event, and she said that she felt her words were confused; she did not feel like she was getting too much medication, she felt like she was getting too little medication which was most likely due to the decrease. She was asking questions about having the catheter tested but was just asking questions out of curiosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown but the patient wanted to say it was around 4300) via an implanted pump for intractable spasticity. It was reported the patient had the baclofen pump for 15 years. She saw online that there maybe be some information regarding researching clinical trials for the baclofen pump. It was noted the patient was beginning to age and she had never had her catheter insertion checked. It was reported her current healthcare provider (hcp) had no spasticity treatment knowledge and her reason for calling was to know if there was a clinical trial for spasticity treatment. The patient confirmed she was really looking for a new managing physician that was knowledgeable about the pump, since her current doctor did not understand spasticity since he told the patient he did not go to school for it. Physician listings were emailed to the patient. The patient confirmed there was ¿too much medication¿ and the hcp had already reduced her dose, but she was ¿having all sorts of problems.¿ the exact date when all of these issues first started was unknown, but it was (B)(6) 2017. The patient would follow-up with the physician locator website. No further complications were reported/anticipated or expected.